Event description:
All implants were removed due to suspected infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.